Event description:
Additional information: it was reported that the patient was doing well and receiving effective therapy. No further diagnostics were required.

Manufacturer narrative:
Product ID: unknown, lot# (B)(4), implanted: (B)(6) 2004, explanted: product type lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: product type extension. (B)(4).

Event description:
It was reported that the patient had a revision surgery. Battery longevity calculations were done on the implantable neurostimulator (ins) but the parameters were an estimate as the actual parameters were not available. All though impedance measurements were normal, impedance changes were noted while palpitation was done to the ins/extension connection vs. When it wasn't palpated. It was not determined prior to the revision procedure if just the extension would be replaced or the ins would also be replaced. Additional information received reported that the left ins and the extension were replaced. The outcome was good impedances with no fluctuation. Additional information has been requested, but was not available as of the date of this report.